Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report of the pyxis anesthesia station es (pas-es - station not powering up (rss offline) was confirmed during fse testing. According to work order (B)(4), the field service engineer (fse) reported that a suspected power surge caused the station to fail. Even after replacing the power supply, comm sled, and power switch, the station still did not power on. A faulty power supply was later identified and replaced, after which the station powered on and passed hta testing. During dchu visual inspection confirmed one (1) used assy power module pas-es (pn 136616-03) was received in good condition with no broken connectors, broken wire harnesses, fluid ingress, missing screws, missing components, dents or physical damage. Internal inspection: the assy power module pas-es was opened, and it was found that cable p1 was disconnected from connector j1. No additional anomalies were found. The assy power module pases was tested on a known-good pyxis anesthesia es system, confirming an output of 37.21 v (nominal 36 v, j2) using a calibrated digital multimeter and the unit then login hta testing, which passed with no anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue (pas-es - station not powering up (rss offline)) was identified as cable p1 being disconnected from connector j1. This condition prevented proper power distribution within the system, resulting in the anesthesia workstation not powering on.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not powering up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As per part investigation, it was determined that the station not powering on was due to a disconnected internal power cable (p1) from connector j1, affecting power distribution there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not powering up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering up and remote support service (rss) was offline. A field service engineer found that a power surge had damaged the power supply and power switch. Although the power supply and communication sled had already been replaced on the station, the station did not power on. The engineer then replaced the power switch, but the station continued to receive no power. Upon further inspection, a faulty power supply was identified. The power supply was replaced, and the station was tested using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.